Event description:
Additional information was received. It was reported that per the doctor, the patient did not actually die as a result of the navigation system inaccuracy. The patient woke up fine and due for a pathology in the brain.

Manufacturer narrative:
H2: additional information added to b5. H6: ime and imf codes updated to reflect the new information added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735762, version #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs were analyzed and it was observed that there were only 2 sessions logs available out of which in one there was not much activity. User went to images task and then session ended. In the other session there were 4 exams that were imported from media and out of which one import failed because slice spacing was near zero. There was merge state or plan information from the logs. Also from the logs it was seen that there were multiple registrations performed with error metric ranging from 9 to 1.9 millimeters (mm) and in the session shared user never entered into navigation. So, the information related to target alignment error was also not captured. From the information received from the site it was observed that the scans used were not optimal for the navigation system and also they were old diagnostic scans which might have led to the reported behavior. Codes: b01, c19, d15 h2) please see section d9 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was noted that the scans being used were not exactly optimal for navigation system use as they were trying to use old diagnostic scans.

Manufacturer narrative:
H2: additional information added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that there was an inaccuracy that occurred during patient registration. The healthcare professional (hcp) was able to get an acceptable registration and the hcp confirmation was achieved, the surgery proceeded as normal. The case was successfully completed despite initial registration challenges. Error messages indicated registration failures were observed during the procedure. It was previously reported that the patient passed away post-operatively, but clarification from the the doctor was received after the fact. The patient did not actually die as a result of the navigation system inaccuracy. The patient woke up fine and due for a pathology in the brain. It was noted that the scans being used were not exactly optimal for navigation system use as they were trying to use old diagnostic scans.

Manufacturer narrative:
H2, correction: b5 was corrected. D3-4 updated. Section g updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that on (B)(6) 2024 there was an inaccuracy that occurred during patient registration. The health care professional (hcp) was able to get an acceptable registration and the hcp confirmation was achieved, the surgery proceeded as normal. The case was successfully completed despite initial registration challenges. It was stated that on march 14th, 2024 a different hcp had stated that they were experiencing similar issues with registration. On (B)(6) 2024 the original hcp from the cranial biopsy procedure participated in a shunt placement procedure. They failed to obtain a registration after multiple attempts, leading to the aborting of the navigation process. Error messages indicated registration failures were observed during the procedures. On march 15th, 2024, the hcp mentioned distressing news regarding a patient from the biopsy performed on (B)(6) 2024. The hcp alleges that the malfunction of the navigation system may have contributed to adverse patient outcomes and compromised patient safety. The patient from the original procedure on (B)(6) 2024 had passed away post operatively.